Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported when she pressed the release button on the linkassist, the infusion set did not release. Caller stated when she moved the linkassist away from her skin, the infusion set flew out of the device when she was not pressing the release button. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.